Event description:
It was reported that a stent damage and sub-optimal deployment occurred. Vascular access was obtained via the femoral artery. The complete total occlusion (cto) 100% stenosed, 18 mm in length, eccentric and de novo target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A non-bsc guide catheter and guide wire was advanced to the lesion. The lesion was predilated with a 2.0mm x 12mm apex balloon catheter, leaving 60% residual stenosis in the lesion. A 4.00 x 24mm promus element plus stent delivery system (sds) was advanced to the target lesion. The stent was insufficiently apposed on the wall of the coronary left artery trunk. The physician corrected this problem by inflating a high pressure balloon catheter in the stent proximal portion. However, as balloon catheter was advanced, a longitudinal shortening of the stent had occurred. The proximal rods was situated in the anterior descending artery and leaving the left main artery uncovered. After several attempts, the proximal trunk extending till lad was postdilated with a 4.5mm x 15mm nc trek balloon catheter at 16 atmospheres then shortened stent was covered with a conventional unspecified stent. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).